Event description:
New information received notes that the patient had experienced another episode of inappropriate therapy. Patient had then undergone an av node ablation. Device was explanted and replaced. Patient was in good condition after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the hospital after receiving multiple shocks. Stored episodes revealed that inappropriate therapies were delivered due to af with rapid ventricular response. Programming changes were done and no further issues were reported.